Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, he noted higher resistance while injecting the lens. He applied greater pressure to the injector which resulted in the lens being catapulted into the capsular bag. The lens was removed and replaced during the same surgical procedure. An anterior vitrectomy was performed. In a follow up, the surgeon reported the event resolved with treatment (lens replacement and vitrectomy).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested and received. (B)(4).